Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained or random no delivery alarms. The customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that issue was resolved by changing reservoir. Customer reported that insulin pump had a rainbow effect, pieces of plastic chipping off that area. The reservoir will not be returned for analysis.